Manufacturer narrative:
An event of regurgitation was reported. A more comprehensive assessment could not be performed as a valve-in-valve procedure was performed and the device was not accessible for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On an unknown date in (B)(6) 2017 a 25mm trifecta gt valve was implanted. The patient presented with chest pain and dyspnea. During routine follow-up an echocardiogram was performed and confirmed severe aortic regurgitation. On (B)(6) 2020, a valve in valve was performed and a 27mm portico valve was implanted. The patient was reported to be stable condition.